Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed worn donut, this does not impact the functionality of the recharger and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues with their r echarger/antenna. Patient stated it would stop charging the implanted neurostimulator and they would see an error message that said system problem rm03. Patient said the first time they saw this message was maybe a few months ago, this year. Patient confirmed they had not received any physical burns or injury due to the heating of the components. Patient also mentioned that the wire to the paddle part that goes into the circle would get hot. Patient did not see any damage to the cord/wiring. Patient mentioned that last night they noticed the relay box on the cord got really hot. Agent had patient attempt to start a charging session of their implant and patient reported seeing the passive recharge mode screen with numbers 0-12-100. Patient mentioned their implant was out of charge. The issue was not resolved. A replacement recharger (rtm) was sent out. Patient called back and was distressed and emotional due to not having their equipment since thursday. Agent reviewed with patient that there were no updates yet regarding tracking but that the previous agent was working with repair to resolve the issue, and that the previous agent would call patient back once they received an update. Patient didn't have a follow up healthcare provider (hcp) for their implant because they didn't need to be on any pain medication. Patient would see their pcp instead. Agent made outbound call to the patient. The patient stated they are currently charging the implantable neurostimulator (ins) with the replacement recharger; ins 80%. Pt reported no issues so far with the replacement recharger. No further action is needed at this time.